Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient called while attempting to reconnect to the ilet device. The patient reported being disconnected from the pump since the previous night and was unable to complete a supply change independently. The highest blood glucose (bg) at the time of call was 500 mg/dl. The patient delayed reconnection attempts until the morning. During the call, the patient successfully reconnected to the ilet. The agent instructed the patient to input bg values while the sensor warmed up. Prior to reconnection, the patient had reverted to multiple daily injection (mdi), taking 10 units of fast-acting insulin and a dose of long-acting insulin. The agent strongly advised the patient to disconnect from the pump due to recent mdi use, recommending waiting at least 12 hours. The patient stated it had been ~8 hours since their last long-acting dose and >3 hours since fast-acting mdi, and they believed they would ¿be fine.¿ at the time of the call, bg was 364 mg/dl (bgm). The agent advised the patient to closely monitor bgs. The patient declined follow-up or additional training. The patient experienced disorientation during the event, no medical intervention was reported at the time of the call.